Manufacturer narrative:
The drill attachment was rec'd by the MFR, however, the overheating condition could not be replicated because the device would not operate properly. Based on the quality investigation, extensive corrosion and debris was discovered within the bearings, and throughout the front end of the drill attachment. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of foreign material within this device. The device could not be repaired and was discarded.

Event description:
It was reported that during testing conducted by a MFR field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.